Event description:
It was reported that the remote monitor does not respond when the transmission button is pressed. The monitor had successfully transmitted in the past. A new monitor will be ordered. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.